Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were experiencing a return of symptoms as their implantable neurostimulator (ins) wasn¿t working anymore. The patient stated that they couldn¿t feel stimulation, even when they would turn the impulse up to 750 and the firing up to 200. It was noted that the ins battery indicator wasn¿t going down and the ins was on. The patient stated that their pain was returning and that usually the device would work excellently. It was reported that all of the issues started occurring right after the patient got a CT scan and they had forgotten to turn the ins off prior to the scan. The patient checked their device using the programmer and it showed that stimulation was on. This was considered a sudden change in therapy/symptoms. It was noted that the issues started about three weeks prior to the date of this report. The patient was to follow up with their healthcare provider (hcp) to get the device checked. The patient mentioned that they wanted a manufacturer re presentative to ¿recharge the ins.¿ although, it was confirmed that there was nothing wrong with charging the ins and the patient just wanted to see a manufacturer representative. It was also noted that the patient¿s hcp was going to implant a second ins that has high density (hd) programming, as the patient¿s current device didn¿t have it. The patient was set to start the trial on (B)(6) 2017 and wanted the issues resolved before then. They also mentioned that their hcp was going to put in a nerve block around the same time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they weren¿t sure the device was working. Normally when it was at ¿250¿ the patient could feel it tingling and now they don¿t seem to be feeling anything. The patient was concerned that no one was there to speak with them, and that she may end up having to have surgery again. The patient had a cat scan and it has been since then that they weren¿t feeling the tingling. The patient was unaware if that would do anything. The indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery and lead were replaced on (B)(6) 2018. The patient said a rep said it was dead and no good. No further complications were reported.